Event description:
During a retrospective clinical review by the lanx clinical research department on (B)(6)2010, revision surgery was noted. The patient experienced back pain post-operative and underwent revision surgery on (B)(6)2010 for lumbar laminectomy at l2-3 and l3-4. The patient initially underwent spinal fusion at l2-3, l3-4 and l4-5 on (B)(6)2009, for a pre-operative diagnosis of degenerative disk disease. No decompression was performed. The patient was also known to have severe stenosis. The original construct remained implanted.

Manufacturer narrative:
Feedback from implanting surgeon indicated that the initial approach (no decompression) was not sufficient in eliminating the patient's pain and further intervention (laminectomy) was required to address the pain. No device returned, device remained implanted. Clinical reports were reviewed with implanting surgeon to support the investigation.